Event description:
It was reported that during a case it was noticed that the stammberger sinus dressing did not have a syringe in the packaging, the case was completed by using another vendors product. No further complications were reported.

Manufacturer narrative:
The product, intended for use in treatment, was returned for evaluation. There was a relationship between the product and the reported event. Visual observation of the returned sealed inner tray confirmed the molded cannula was missing. A functional evaluation was not required as the complaint was not related to the functionality of the product. The complaint regarding the missing ¿syringe¿ has been verified. The root cause of this event is due to a workmanship related issue.